Manufacturer narrative:
One force fx-8c generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample to function normally and within all related specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had a breakdown and a patient injury occurred while using the generator.